Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported implant rupture. Device has been explanted. This relates to the right side.

Event description:
Patient reported right side "rupture" and healthcare professional confirmed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: rupture: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion are observed. Additional, changed, and/or corrected data.